Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "did not clean the area before starting the pd¿ and ¿no proper hand wash and not wearing mask¿. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was not reported if the patient was hospitalized for the event. The same day as peritonitis diagnosis, the patient was treated with injection ceftazidime (1gm, once daily, intraperitoneal, ongoing), injection vancomycin (1gm, every 72hrs, intraperitoneal, ongoing) and fluconazole (tablet, 150mg, once daily, oral, ongoing) for peritonitis. At the time of this report, the patient was recovering from peritonitis. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow up, it was reported that on an unknown date, treatment with ceftazidime and vancomycin were discontinued. On an unknown date, pd therapy was discontinued. The pd catheter was removed and the patient shifted to hemodialysis (ongoing). At the time of this report, the patient was not recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.